Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unexpected return- 10/17/2019 13:40:05 crisleivy pena (crpena) npi not confirmed unit received unexpectedly ups tracking number 1z1226450343419766 please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer *shipping label matches sap ownership 10/17/2019 13:44:27 crisleivy pena (crpena) serial# 2001314 is the new serial number for RMA# 301525878 serial number re-assignment required to reconcile a mismatch between the internally programmed serial number and the externally applied serial number labeling. The following serial numbers or partial serial numbers were found 12492860 (external) & 12672236 (internal). These serial numbers are flag as inactive to be re-serialize should they return to carefusion for service. Sol youn at t-syoun@evergreenhealthcare.org is notify about the deactivation of the serial numbers and is aware of the new assigned serial number ((B)(4)). 17oct2019cp